Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The image had a shadow. The nozzle was stained. The bonding on all lenses had deteriorated. The bending section cover bonding had deteriorated. The insertion tube had a minor wrinkle, and the suction port was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope presented an out of focus/blurry image. The issue was found post a diagnostic oesophagogastroduodenoscopy (ogds) examination of the upper gastrointestinal tract procedure. The intended procedure was completed with the same device with no surgical delay. No patient harm reported. The device had been inspected prior to use.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-may-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to reprocessing after the previous case being inappropriate, so that solid substances such as body fluids adhered to the nozzle. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the air-feeding function and the objective lens cleaning function" 2) "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." 3) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure." 4) "manually cleaning the endoscope and accessories. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." 5) " if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.